Event description:
It was reported that the patient lost weight which caused pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, and the ipg was moved above her belt line.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.